Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic supracervical hysterectomy, the active blade was being used across the pt's cervix and came in contact with a metal uterine manipulator several times. The surgeon reported that red lights were observed when contact was made with the manipulator but the system would reset itself. Eventually a piece of the active blade disengaged and fell into the pt cavity. The piece was retrieved from the cavity. A new dissector was installed on the setup and the procedure was successfully completed. There was no pt injury.